Event description:
It was reported that during a benign prostatic hyperplasia procedure, the fiber broke and had a non-functional laser after 9:26minutes of use and 91,280 j. A second fiber was used to complete the case. There were no patient clinical consequences reported due to this event.

Manufacturer narrative:
Analysis of the returned device revealed that the cap is attached to the fiber. The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the length of fiber. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation conclusion code of operational context was assigned to this investigation.